Event description:
Since the implementation of the new b. Braun infusion pumps, we have experienced a number of issues that have affected patient safety, employee safety and impaired our ability to provide quality care to our patients. These issues include: increased time to program a pump for an infusion due to delay in pump door opening/closing, large number of button pushes, slow start up time. Has added at least five minutes per medication to rns already hectic schedule. The increase in the number of button pushes and tube maneuvering into and out of the pump has lead to an increase in employee injuries (sore fingers, hands, wrists, etc). Tubing causes medications to fizz as they drip into the chamber, causing the pump to alarm and therefore increasing the infusion times for medications. FDA safety report ID# (B)(4).